Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.